Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer was involved in a blood leak during patient treatment. Blood leak test strip was positive. The estimated blood loss was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Event description:
A user facility registered nurse (rn) reported a dialyzer was involved in a blood leak during patient treatment. Blood leak test strip was positive. The estimated blood loss was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 320°, with the ports at 0°, on the non-cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 1.90mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.